Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of oozing in the pocket site was noted. The physician believed that infection was not device or procedure related. The patient was placed on antibiotics and was explanted.